Event description:
It was reported that during an unknown procedure, the titanium tip of the device broke. The broken part did not fall into the patient. Changed to another device to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.